Manufacturer narrative:
(B)(4).

Event description:
The patient had an episode of vf with two ineffective 40j shocks. The patient converted on the third maximum shock. No actions was taken and this device remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.